Event description:
Info was received that reported a pt was hospitalized in 2009 due an incident of hyperglycemia. The report describes that the pt was experiencing labile blood glucose for greater than a week, with frequent highs. The reporter states on event date, the pt's blood glucose was >400 and she was vomiting. She was brought to the hospital and was treated with IV fluids and insulin. Upon admission she was diagnosed in diabetic ketoacidosis. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.